Manufacturer narrative:
The device was returned to nevro and investigation is pending. Upon completion, a follow-up report will be provided. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that an infection was suspected at the ipg site, but no culture was taken. The patient was neither hospitalized nor given antibiotics; however, the physician decided to explant the device and implant a new ipg at a different site. The patient has recovered and has found effective pain relief with the new device.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records were reviewed and no nonconformities were found.